Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, device details, reason for revision and the explanted devices were requested in order to progress with this investigation, however, none these were not provided and therefore there was only limited information available for the investigation. The appropriate device details were not provided and thus the relevant device manufacturing records could not be identified or reviewed. The explanted devices were not returned to corin for examination. Based on the information provided, it cannot be determined at this time whether or not the corin devices caused or contributed to the patient's experience. Corin now considers this case closed, however, should any additional information be provided, this case may be re-opened for further investigation. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity / metafix revision, reason for revision and the length of time that the devices were implanted is unknown.

Manufacturer narrative:
(B)(4). Additional information, including post primary and pre revision x-rays, device details, reason for revision and the explanted devices have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity / metafix revision, length of time the devices were implanted is unknown.